Event description:
During a direct stenting procedure the stent was deployed without difficulties. During removal of the guide wire, resistance was encountered and the distal part of the guide wire became stuck in the stent. Several attempts were made to withdraw the guide wire when the stent became deformed and dislodged. The distal part of the guide wire broke and remained in the stent. The pt was transferred to another hosp for emergency surgery, during which the stent and the broken piece of the guide wire could not be retrieved. Bypass was performed and the pt is doing well.